Manufacturer narrative:
Correction: section b5-this product is no longer reportable as surgical intervention was not performed on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22135. It was reported the patient's system was auto-reducing due to high impedances. Surgical intervention may take place in the future to address the issue.